Manufacturer narrative:
H3) the image acquisition system (ias) power tray was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. They tested power tray assembly with a known working system current sense measured good. Ground check, power conversion, contactor polarity, fan power, d/c power , and a/c power lights lit as appropriate. No problem found. The enclosure motion was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. They installed motion enclosure into a known working system and the system initialized. Motion, generator, communication and the charging readied. Motion calibration was successful. 2d and 3d images were acquired successfully. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The panel assay indicator was returned to the manufacture for evaluation. After functional testing, performance testing and visu al/physical examination the reported issue was not confirmed. Visual inspection notes the panel exhibits physical damage below the on/off button which does not interfere with functionality. All switches change states and remain as intended while under test. No functional problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the plate system control was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. They installed the system control plate on a known working system. The system booted and readied as several times as expected. Perform calibration gains and motion calibration, passed. Invalidated home, passed. Multiple 2d and 3d images were performed and successful. No functional fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the enclosure charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Visual inspection passed. Charger enclosure was neat and charger cards confirmed firmly seated. It was tested and the results confirm current, voltage and temperature levels were within spec. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the tray 4 battery was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Visual inspection notes scuffs and scratches consistent with normal use. Bench testing was performed at normal room temperature. There is no expansion, leaking, fusing or corrosion. Tested all fuses, passed continuity testing. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the unit had multiple intermediate failures. The unit problems were resolved via tech support and factory support through multiple visits of testing and meetings. Unit tested with no further complications. The power enclosure conversion was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The enclosure power conversion failed bench testing. They found a transistor failed resistance test it was shorted. The panel assay indicator, system plate control, enclosure charger, image acquisition system (ias) power tray, motion enclosure, 4 battery tray were returned to the manufacture and are under analysis at this time. The motor control pos, control box rotor, gantry motor control, panel assay indicator, charger enclosure, enclosure motion, image acquisition system (ias) power tray and the system plate control were returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. They were all returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after resolving an issue in a previous case the manufacturer representative found that the system will power down after a couple minutes. No patient was present at the time of the event.